Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A luer lock cap from a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer reportedly cracked and leaked liquids near the connection site during patient use. The item was pulled from patient use. There was no report of any human harm.

Manufacturer narrative:
Received one used list #b1115, 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer; lot #unknown. No visual damages or anomalies were observed the reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. A device history record review could not be conducted because no lot number was identified.